Event description:
Customer reported receiving a motor error alarm on the insulin pump during a set change. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was 222 mg/dl at the time of the call.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed displacement, rewind, basic occlusion, occlusion and excessive no delivery tests. Insulin pump was unable to prime, due to faulty force sensor. Insulin pump had minor scratches on lcd window, scratched reservoir tube window, cracked reservoir tube lip, stained end cap sticker, stained address and serial number label and cracked belt clip slot.